Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Received one used nexiva 20ga unit without packaging from catalog number: 383517; lot number: 8200535. The unit consisted of the catheter adapter/extension tubing assembly. Visual/microscopic evaluation: the extension tubing had not adhered to a small portion of the inner wall causing a small gap. Water/air leak test: leakage was observed coming from the area of the nose of the straight adapter. The defect occurred as a result of the manufacturing process, the leakage occurred through a small gap in the nose of the straight adapter where the extension tubing had not adhered to a small portion of the inner wall. Adhesive is dispensed onto the extension tube prior to insertion into the luer adapter. 100% online inspection systems are in place to detect adhesive presence, and leak testing and extension tube bond strength are performed at regular intervals to detect a shift in the process that would create this defect at an unacceptable rate.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the catheter leaked past hub right where the clear tubing starts.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the catheter leaked past hub right where the clear tubing starts.